Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs revealed the reported complaint was due to activation of the alarm mute function by the user. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation with no prior alarms. There was no patient harm or a serious injury reported as a result of this incident. The device was removed from the patient and the patient was placed on an alternate device.